Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5101253. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21562678. Product family: scs-linear fixation, upn: m365sc43160, model: sc-4316, batch: 21808896.

Event description:
It was reported that the patient had pain and experienced inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they disposed by the medical facility.